Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The reported issue of the device being unable to charge could not be duplicated during evaluation using a known-good battery. The device log review confirmed charging faults after successfully delivering multiple shocks. The customer event battery was not returned as part of the investigation. The device was extensively tested and passed successfully. The battery connection hardware was inspected and observed to becoming loose. The hardware was reassembled to torque specification as a precaution. The device was recertified and returned to the customer. The x series operator's guide (9650-005355-01 rev. D), guidelines for maintaining peak battery performance states: "always carry at least one fully charged spare battery. If no other source of back-up power is available, two spare batteries are advisable. Rotate spare batteries routinely. The charge level gradually diminishes in a battery after it is removed from the charger even if it is not used. Regular battery rotation helps to avoid incidents where a low battery condition is encountered because the battery has not been recharged or used in more than 30 days." Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to charge. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.